Event description:
The manufacturer received information from a third party service center alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party service center, an issue related to the device's sensor board was observed. The device's sensor board was replaced to address the issue.